Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. Additionally, the instrument¿s housing was removed, and the flush tube guide was found to be dislodged. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the small grasping retractor instrument had a broken cable. The customer opened a backup instrument to complete the procedure. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was one cable protruding from the tip of the instrument.